Event description:
According to the reporter, during a laparotomy pancreaticoduodenectomy, during first firing of gastric incision, using a powered stapler with a 60mm reload, the knife only returned halfway position after firing was finished. At that time, the power handle was blacked out. The jaws were opened with a forceps and released. One row of staples at the base did not seem to be fired, and additional manual suture was applied and reinforced. A manual stapler was used to complete the case. When the nurse reset the device, it was restarted. After the surgery, an attempt was made to set-up the device, and it was displayed as ready to fire, even though the cartridge had been fired.

Manufacturer narrative:
Concomitant products: sigphandle - sig power sigphandle handle, (sn:(B)(6)) sigpshell - sig power sigpshell control shell, (lot#n3l2198y) egia60amt, egia60amt egia 60 artic med thick sulu (lot#p3f0411) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted that the unload switch was at the home position. There was no visible damage to the exterior of the adapter. Functional testing found that the unload switch was depressed multiple times and showed no hangups or sluggishness. The adapter was then connected to the gen2 acc software and the strain gauge was responsive. A representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The unit was able to be rotated and articulated in all directions without hangups or sluggishness. The unit was able to be fired without any issues. It was reported that the instrument locked on tissue and difficult to retract the knife blade. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: universal asynchronous receiver-transmitter (uart) communication errors. Functional testing found that the unit was able to be rotated and articulated in all directions without hangups or sluggishness, and was able to be fired without any issues. After firing, the unit was reconnected to the gen2 acc software and no new errors appeared. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.